Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the cloudy display complaint was unable to be duplicated. Moisture was observed under the display lens. Unrelated to the original complaint, the battery compartment was found to be cracked. A leak test failed due to a battery compartment leak. The pump was opened, and moisture was observed on the printed circuit board and the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.